Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's health care provider that this pulse generator displayed an accelerated drop in battery voltage. The patient was to be seen the following week by their physician to discuss device change out. There were no adverse patient effects. As of today, the device remains in service.